Manufacturer narrative:
The patient weight was not provided, but requested. Approximate age of device ¿ 1 years 2 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2019 after right heart catheterization showed new aortic insufficiency. Patient was being worked up for possible transcatheter aortic valve replacement (tavr).

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported aortic insufficiency (ai) event could not conclusively be established through this evaluation. The account communicated that the patient was admitted to the hospital on( B)(6) 2019 after a right heart catheterization showed new aortic insufficiency (ai). The patient had a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2019. The patient was discharged on (B)(6) 2019 and the event was resolved. No product is available for investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU explains that moderate to severe aortic insufficiency must be corrected at time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a tavr procedure on (B)(6) 2019. Patient was discharged from hospital to home.